Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? What was the source of bleeding identified that needed to be addressed? What stapler was reload used with? Please describe staple form noted on both structures. Was the device difficult to fire? What is the current patient status?

Event description:
It was reported that two blue echelon flex (60mm) reloads failure during a laparoscopic lobectomy surgery. One reload was used to staple and cut the lung parenchyma while the other was used to staple and cut the bronchus. After the cartridges were fired, the staples opened and the patient begins to bleed. A thoracotomy was required to reinforce everything with manual suture to stop bleeding. Additional, the patient stayed at the ICU until yesterday. Today, it is expected the patient go home.